Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was reportedly above 500 mg/dl with ketones present. The customer delivered a bolus via the pump. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.